Manufacturer narrative:
Preliminary analysis showed that bipolar leads impedance was not measured due to telemetry issues causing a programming in unipolar mode for both leads.

Event description:
Reportedly, on (B)(6) 2014, both atrial and ventricular pacing polarities were observed in unipolar although the user has not reprogrammed both parameters previously. There was no warning message displayed to inform the user. Normal reprogramming was performed at the end of this follow-up. An explanation about the unexpected reprogramming was required.

Event description:
Reportedly, on (B)(6) 2014, both atrial and ventricular pacing polarities were observed in unipolar although the user has not reprogrammed both parameters previously. There was no warning message displayed to inform the user. Normal reprogramming was performed at the end of this follow-up. An explanation about the unexpected reprogramming was required.

Event description:
Reportedly, on (B)(6) 2014, both atrial and ventricular pacing polarities were observed in unipolar although the user has not reprogrammed both parameters previously. There was no warning message displayed to inform the user. Normal reprogramming was performed at the end of this follow-up. An explanation about the unexpected reprogramming was required.